Event description:
It was reported that patient developed an infection on the leg 4 days post treatment using picosure. It is likely that patient did not follow post treatment instructions.

Manufacturer narrative:
The device history record confirms that the product passed and met all requirements before releasing. Cynosure's clinical team investigated the event and confirmed user error and patient error was involved. Per cynosure clinical: the treatment settings used were aggressive for skin type IV. Test spots were not performed prior to treatment. Site relayed that patient did not follow post care instructions which likely caused infection experienced. Appropriate protocol was dispatched to the site. Patient applied neosporin and hydrogen peroxide at their own discretion. Patient was prescribed two rounds of antibiotic as medical intervention. Patient was concerned about dent on their skin. Cynosure medical director was not able to observe a dent in the tissue but recommends microneedling once area is healed. This event is reportable since patient received medical intervention.